Manufacturer narrative:
The device was replaced valve-in-valve and remains implanted; it will not be available for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years and three months post implant of this pulmonary bioprosthetic valved conduit in a pediatric patient, it was replaced valve-in-valve. No failure mechanism was provided. No other adverse patient effects were reported.